Event description:
It was reported that there were concerns of premature battery depletion for this implantable cardioverter defibrillator. The battery longevity projection had fallen from two years remaining to three months in span of three months. A request was made to have data from this device analyzed. The data analysis noted that power consumption had been increasing in a gradual fashion. A device replacement was recommended. The device remains in service and there is no evidence to suggest a device replacement procedure has been scheduled at this time. No adverse patient effects were reported.

Event description:
It was reported that there were concerns of premature battery depletion for this implantable cardioverter defibrillator. The battery longevity projection had fallen from 2 years remaining to 3 months in span of three months. A request was made to have data from this device analyzed. The data analysis noted that power consumption had been increasing in a gradual fashion. A device replacement was recommended. Subsequently this device was explanted and successfully replaced. It is unknown if the device will be returned for analysis. No additional adverse patient effects were reported.